Event description:
It is reported that the pt fell. Upon x-ray review by the surgeon, it was noticed that the articular surface appeared to be dislocated. The pt was scheduled to be revised in 2008.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore a baseline report cannot be filed. Eval summary: the cause of the poly dislocation could not be determined due to insufficient info, however, the pt's fall could be a contributing factor. Eval: no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.